Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse performed preventive maintenance. The samples were rerun in duplicate after the patient sample with the high result and resulted as expected. The cause of the discordant, falsely elevated acth results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated adrenocorticotropic hormone (acth) results were obtained on three patient samples on an immulite 2000 instrument. The discordant results were not reported to the physician(s). The four patient samples from the initial run were rerun in duplicate on the same instrument. The first sample (sid (B)(6)) resulted the same upon rerun, and the other three samples resulted lower. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated acth results.